Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges air bubbles in the transfer set. Caller also reported that at bolus delivery, the transfer set was separated from the cannula. Customer reportedly had a hypoglycemic episode and lost consciousness; was taken to the kidney center but received no treatment there because was better after had a juice and ate glucose. No adverse event reported. Requested return of the alleged device for evaluation.